Event description:
It was reported that prior to the start of a da vinci-assisted salpingo-oopherectomy surgical procedure, the tip of the force bipolar instrument was broken. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 0.7452" x 0.6250" was found to be broken off and hanging. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.